Event description:
It was reported that this patient with this implantable pacemaker was hospitalized due to a reported pacemaker issue. During the hospitalization it was reported that the patient required resuscitation approximately three times. This device remains in service. No further adverse patient effects were reported.